Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
After intubation, it was found that the inflating tube had been removed from the tracheal tube itself. The patient was then extubated and a different tracheal tube was intubated. Since the patient was re-intubated, the matter was reported to pmda as a health hazard. Observation of the returned product revealed adhesive traces of uv glue, but no traces of cyclohexanone. Is there any possibility that you originally forgot to apply cyclohexanone? Three days after intubation, it was found that the inflating tube had been removed from the tracheal tube itself.

Event description:
After intubation, it was found that the inflating tube had been removed from the tracheal tube itself. The patient was then extubated and a different tracheal tube was intubated. Since the patient was re-intubated, the matter was reported to pmda as a health hazard. Observation of the returned product revealed adhesive traces of uv glue, but no traces of cyclohexanone.[?]is there any possibility that you originally forgot to apply cyclohexanone? Three days after intubation, it was found that the inflating tube had been removed from the tracheal tube itself.

Manufacturer narrative:
All information reasonably known as of 24 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. Complaint was considered confirmed based on visual evidence provided by customer. A 24 month review was conducted and 7 additional complaints were identified related to this issue however no trend was observed. No lot number was provided for further investigation, however the vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.